Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patients hip was revised for dislocation. All implants were removed and replaced with trident ii tritanium multihole shell, mdm liner, securfit stem and 28mm biolox head. This is the second revision. Update 01/june/2020 wg: left hip (patient has had bilateral revisions. The shell and screw (implanted (B)(6) 2016), liner, head, sleeve, stem ((B)(6) 2020) were revised. Update: "the stem was revised because it was undersized and had already had a multiple heads on the trunion. The surgeon wanted to properly size the femoral stem and wanted a fresh trunion. The shell was revised for inadequate anteversion. The dislocation was of the femoral head out of the liner. The surgeon declined any further information."